Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion 3500 syringe pump had a check clutch error in different positions. No patient injury was reported.

Manufacturer narrative:
The reported medfusion¿ medfusion® syringe pump was returned for investigation. Visual inspection of the returned device revealed that the device was in okay condition; the lower left hand corner of the top case was cracked. A review of the device event history log found that a check clutch error had occurred. During flow and occlusion testing, the check clutch alarm could not be duplicated. Further review of the device event history log found that the clutch was released during an infusion. Investigation determined that the root cause of the check clutch alarm was the clutch being released during use. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.